Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the expiration date for the ventralex st mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Corrected fields: expiration date.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this supplemental emdr is being sent to correct the expiration date for the ventralex st mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years post implant of ventralex st, patient was diagnosed with infections, fistulae, hernia recurrence, adhesions and non healing abdominal wound thereby underwent repair with the removal of mesh. The instructions-for-use supplied with the device lists adhesion and fistulae as possible complications. The warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of a ventral hernia, a ventralex st hernia mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2012 - patient who had a history of morbid obesity and mrsa infection was diagnosed with left lower quadrant recurrent ventral hernia and right mid abdominal primary ventral hernia thereby underwent open repair with implant of ventralex st (device #1). Per operative notes, ¿the hernia sac was encountered and reduced. A large ventralex st mesh (device #1) was placed into the peritoneal cavity and sutured.¿ on (B)(6) 2013 - patient was diagnosed with ventral hernia and non-healing abdominal wound thereby underwent open repair with implant of allomax mesh (device #2). Per operative notes, ¿the hernia sac was identified and dissected. An allomax mesh (device #2) was placed into the defect and sutured.¿ on (B)(6) 2015 - patient was diagnosed with chronic abdominal mesh infection, enterocutaneous fistulae, adhesions and recurrent incisional hernia thereby underwent open repair with removal of mesh (device #1). Per operative notes, ¿there were severe dense adhesions inferior to the small bowel and mesh (device #1) and had an enterocutaneous fistula involving the mesh (device #1) and small bowel. The polyester, all synthetic sutures and permanent mesh (device #1) were completely removed. There appear to be a biological mesh (device #2) which was fairly incorporated to the abdominal wall and did not involve with infection. Then the repair of resultant abdominal wall hernia was carried out. A biological mesh was placed.¿ attorney alleged that the patient had seroma, adhesions, fistulae, infection, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of a ventral hernia, a ventralex st hernia mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.